Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of ¿ no image¿ was confirmed. The image was found off-centered due to a faulty adapter. In addition, the cable insulation was found loose and severely kinked. The instruction manual provides warning to prevent cable damage. ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿

Event description:
The service center was informed that there was no image was displayed on the camera head. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.